Event description:
It was phoned in by the customer that an opti20 arterial cannula was received with a damaged tip. It was stated that the shipping and shelf container were not damaged. They did not notice the damage to the cannula due to the plastic sheath. There was no damage to the protective sleve. No patient contact, this was found upon removal of device from the packaging.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: the cannula was visually inspected and found a flattening crush on the cannula. There were two section of the canula that were crushed. The dilator was attempted to be placed through the cannula, but it could not be moved past the first crushed spot that it encountered. No other defects were found. It was also noted that the suture ring was missing from the device. This is important to note because after several phone calls between the perfusionist, about how the device was stored and prepared the clinical sale rep was sent to the hospital to evaluate. During this evaluation the sale rep handed the scrub nurse a unit that had been confirmed to be free or kinks or crushed sections. During the prep of the device the scrub nurse removes the suture ring because ¿the doctor does not like it¿. However the dilator is not placed inside of the device prior to the removal of suture ring by the scrub nurse. During this removal it was determined that the scrub nurse is crushing the cannula body. In the future the scrub nurse is going to insert the dilator prior to removing the suture ring to prevent the device from becoming kinked or crushed. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that handling and improper technique contributed to the event. Since no labeling or IFU inadequacies have been identified, no further action is required at this time. Complaints will continue to be captured through edwards' quality systems